Manufacturer narrative:
The investigation is underway.

Event description:
As reported by an edwards lifesciences affiliate in (B)(4), during the deployment of a 26mm sapien 3 ultra in the aortic position via transfemoral approach resistance was felt with the axela sheath. Before inserting the ultra delivery system the dilator was again inserted and friction was felt. The valve was deployed successfully. During the removal of the sheath an iliac artery dissection was observed. The patient was in stable condition with no hemodynamic consequences.

Manufacturer narrative:
As reported by an edwards lifesciences affiliate in italy, during the deployment of a 26mm sapien 3 ultra in the aortic position via transfemoral approach resistance was felt with the axela sheath. Before inserting the ultra delivery system the dilator was again inserted and friction was felt. When advancing the delivery system the valve got stuck  in the sheath shaft and was necessary to remove the suture and do a ¿push and pull¿ maneuver with delivery system and sheath. A lot of push force was needed, and eventually the delivery system was advanced to the annulus. The valve was deployed successfully. During the removal of the sheath an iliac artery dissection was observed. The patient was in stable condition with no hemodynamic consequences. Additional information:  the product was not returned for evaluation. No imagery was provided. A device history records (DHR) review did not reveal any manufacturing related issues that would have the complaint. A review of lot history revealed other similar complaints. The axela sheath  complaint history has been reviewed and no confirmed manufacturing non-conformances were identified. The instructions for use (IFU), device preparation and the training manual and no deficiencies were identified. During the manufacturing process, the device was visually inspected and tested several times. All inspections are conducted on 100% of units, except in the case of product verification (pv) testing, where the tested units are chosen on a sampling basis. All tested sample units for this lot passed pv testing. These inspections and tests during the manufacturing process support that it is unlikely that a non-conformance contributed to the reported complaint. A review of edwards lifesciences risk management documentation was performed for this case.  The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time.  The complaints for sheath insertion difficulty in patient and sheath resistance with delivery system were unable to be confirmed, as the device was not returned and no pictures or videos were provided. Review of lot history, complaint history and DHR revealed no indication that a manufacturing non-conformance contributed to the event. A review of manufacturing mitigations supports that the sheath has proper inspections in place to detect issues related to the complaint events. A review of IFU/training materials revealed no deficiencies. Per the case notes, there was no note of abnormalities on the sheath during device preparation, suggesting that there was no issue with the device when removed from packaging. Per the report, resistance was felt during insertion of the sheath into the patient. The sheath was wiped after hydration during device preparation. Wiping of the sheath could remove the hydrophilic coating causing friction between the sheath shaft and the patient¿s vasculature during insertion. The training manual instructs to hydrate sheath but do not wipe off hydrophilic coating. Additionally, the patient¿s access vessels were noted to be moderately tortuous which could pose a difficult pathway for insertion of the sheath and subsequently the delivery system through the sheath. It was also noted that there was thrombotic plaque in the common iliac, which could have also contributed to resistance during sheath insertion. This also could have restricted sheath expansion during delivery system insertion causing resistance between the devices.  The ¿push and pull¿ maneuvers performed to overcome the resistance in combination with patient factors (tortuosity and plaque) may have contributed to iliac artery dissection. Therefore, it is likely that patient factors (tortuosity and plaque) and procedural factors (wiping of hydrophilic coating) contributed to the complaint events. Due to the unavailability of the device, it cannot be determined if a manufacturing non-conformance contributed to the reported events. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no product non-conformances or IFU/training deficiencies were identified during evaluation, no product risk assessment, corrective or preventative actions are required. Please reference related manufacturer report no: 2015691-2019-02562

Event description:
As reported by an edwards lifesciences affiliate in italy, during the deployment of a 26mm sapien 3 ultra in the aortic position via transfemoral approach resistance was felt with the axela sheath. Before inserting the ultra delivery system the dilator was again inserted and friction was felt. When advancing the delivery system the valve got stuck  in the sheath shaft and was necessary to remove the suture and do a ¿push and pull¿ maneuver with delivery system and sheath. A lot of push force was needed, and eventually the delivery system was advanced to the annulus. The valve was deployed successfully. During the removal of the sheath an iliac artery dissection was observed. The patient was in stable condition with no hemodynamic consequences.

Manufacturer narrative:
Reference CAPA-20-00141.